Event description:
Customer called to report centrifuge blood leak. Customer stated they were in buffy coat collection when blood leak occurred at 1306 ml whole blood processed. The clinical services specialist (css) asked if there were any alarms prior to blood leak, customer stated they had multiple return pressure and collect pressure alarms as well as red blood cell pump alarms so they opted to go to early buffy collection at 1306 ml whole blood processed. Css asked if the drive tube and/or centrifuge bowl were broken, customer stated drive tube and centrifuge bowl were still intact and the bowl was completely empty. Css asked if patient was alright, customer stated patient was stable. Css asked if anyone was splashed with blood/product customer stated no one was splashed with blood/products. Css suggested customer abort this treatment procedure with no return of blood/products to patient. Customer agreed to do so. Service order (B)(4) was dispatched. Css asked customer to return kit/smart card for investigation. Customer agreed to do so. Customer provided photos for analysis. The kit and smart card have not been received at the time of this report.

Manufacturer narrative:
The kit was returned for analysis. The returned components were pressure tested and a leak was confirmed in the outer bowl cover. The analysis indicated that the break appears to be through the edge of the cover and bowl, at, or just below the weld joint. The cover was inspected for weld horn marks that would indicate a misalignment during welding, and none were found. All welding parameters were within specification. A material trace of the two components found no nonconformances. The root cause of the bowl leak could not be determined. (B)(4).

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d308. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break, alarm #45: red blood cell pump alarm, alarm #16: collect pressure or alarm #17: return pressure. However, a corrective and preventive action has been initiated for centrifuge bowl leak/break. A corrective and preventive action was initiated for alarm #45: red blood cell pump alarm, alarm #16: collect pressure and alarm #17: return pressure and is now closed. Service order (B)(4) feedback is still pending at the time of this report. This assessment is based on the information available at the time of the investigation. The smartcard and kit associated with the complaint have not yet been received for investigation at the time of this report. Analysis of the photo is in progress. A supplemental report will be filed when the investigation is complete. (B)(4). Device not returned.